Manufacturer narrative:
Date of report : 09jul2019, date rec¿d by MFR :05jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported equipment failure issue. The manufacturer¿s field service engineer (fse) conducted a half-hour simulation test on the equipment. The instrument is in normal use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: 01/24/2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an equipment failure. There was no patient or user harm reported. The event date was not specified; estimate used.